Manufacturer narrative:
The ICD was returned for analysis. The production process for this device was checked. The production documents did not show any irregularities that could be linked to the complaint. All production steps were correctly executed. In the first analysis step, the ICD therapy capability was checked. The anti-bradycardia output signal was fully functional and corresponded to the values programmed. A fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified energy level was attained and the charge time was within specifications. The ICD status was then interrogated and the device memory was assessed. An analysis showed that the battery voltage had temporarily dropped below the eri threshold. This event led to eri detection and then to a notification by home monitoring for reasons of ensuring patient safety. Moreover, there was a discrepancy between the recorded charge and the measured battery voltage. In the next step, the ICD was opened. A visual inspection of the internal structures showed no irregularities. Power consumption of the electronic module was measured and was as expected. The battery was returned to the manufacturer for an extensive analysis. The battery production documents were first reviewed, and no irregularities were found. After which, the battery voltage and heat were examined. The battery was partially discharged during the battery voltage measurement. A microcalorimetric measurement showed no irregularities. The battery was then opened and the internal structures were visually inspected. An internal shunt was found during the visual inspection. This internal shunt could be the reason for an increased level of battery-internal self-discharging. In total, the ICD was implanted for about 53 months. The analysis found that the clinical observation is from an elevated level of battery-internal self-discharging. The electronic module proved to be fully functional during the analysis. Based on the analysis, all therapy functions that are critical to patient safety were unconditionally available during the implantation period.

Event description:
Ous MDR - eri was detected on (B)(6) 2018. On (B)(6) 2018 mol1 was measured. No event date provided.